Manufacturer narrative:
(B)(4) after further review of the reported event, it was determined that vessel access was not lost. This event did not result in an adverse outcome or serious injury to the patient, therefore, this event would not be a reportable event.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, there was a weak connection with the exchange sheath and clip applier. The device had to be manually held together prior to device deployment. The starclose se clip achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: based on the analysis of the reported event, this will be filed as a device malfunction. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated nonconformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) unused sterile proglide devices with the same lot number, 40317k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.